Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: the keypad was found to be torn off from the up button to the contrast button. The contrast button was found to be unresponsive to button presses due to a missing button contact but all other keypad buttons were responding normally. The keypad was removed and contamination was found under all of the button contacts. The bolus button was found to be missing from the pump and was unable to be tested due to the missing button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a missing button contact on the keypad, contamination under the keypad button contacts, and a missing bolus button. This report is made based on the results of evaluation.